Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that for the past 3 weeks they have been getting a message on their controller that says to replace the controller battery soon. Caller stated that it's also kicking off the stimulation and the adaptive side of it too. Caller added that it takes forever to charge the implant and used to take 45 minutes but now it's taking over 2 hours. Agent walked caller through removing the battery pack. Caller inserted the battery. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins. Agent had caller clean the recharger pins and blow into the controller charging port. Caller then connected recharging antenna and confirmed charging excellent. Controller is 80 percent and implant is 40 percent. Agent put the call on hold to monitor the issue for couple of minutes. Caller mentioned it is still recharging excellent. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt , serial# (B)(6), product type: programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that may 7th appt was canceled by the provider and has not been rescheduled. Om may 19, patient reported that the stimulation was getting kicked off with the adaptivstim as well when they switch groups. It would intermittently work but when they switch between group a and c and they would check their controller, it would show that the stimulation and adaptivstim is off but they would still feel stimulation. The cause was unknown and provided dates they noticed the stimulation getting kicked off and this was when they switch groups. 03/09, 03/11, 03/12, 03/20, 04/16, 05/09. The issue was not resolved. Agent sent patient a replacement controller (please refer to rtg0788628).

Event description:
Additional information was received from a patient (pt). It was reported that they are still having the same problem where the stimulation is turning off on its own. Patient stated this happened again just 5 days ago, and they can see where it says stimulation is off. Patient stated they can always tell when this happens because they have a return of pain after about 30 minutes. Patient stated they have to scroll through their programs and turn them all back on manually. Patient stated this seems to happened every two weeks even twice a week. Agent reviewed stimulation turning off is therapy or program related not equipment related, and patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). It was reported that the patient had called about a month ago, as well as this month, about a software problem but then patient was redirected to their healthcare provider (hcp)/rep. Caller was confused since the software problem seemed to be resolved and wouldn't need rep involvement. The agent then reviewed the information from this original case and the follow-up call about stim turning off and that's why patient was redirected to talk with rep/hcp. Caller stated they last saw patient in office in september and they had to reset the adaptive stim and they also saw in that tablet stats that implantable neurostimulator (ins) was depleting to therapy unavailable and had to educate the patient to turn stim back on, manually, after recharging. Caller was going to contact the patient and see if they could arrange to see them at their next appointment regarding the stimulation turning off. The rep then spoke with patient and patient stated that the stimulation is turning off when they change group. Caller stated that stimulation will be on, they choose a different group to activate, the controller freezes and then makes the change but shows that stimulation is off. Caller stated that the controller shows "stimulation is off" at the top and then the groups/programs below are greyed out and then patient will turn stim back on. Caller stated all of patient's groups have adaptive stim. Caller stated they've seen this before. Patient has an hcp appointment on may 7th and caller will try to meet with the patient and check the system and see how patient is using controller. The agent then sent email to caller with additional information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.